Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01085. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully placed several ruby coils using a lantern delivery microcatheter (lantern). The physician was then unable to advance two ruby coil out of the lantern; therefore, the ruby coils were removed and, after being removed, the physician was unable to re-sheath the ruby coils. The procedure was then completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.